Event description:
A peritoneal dialysis patient has reported dialysis solution is leaking out of the cassette and into the cycler. There is not known patient ill effect. Sample is available for evaluation.